Event description:
Boston scientific received information that during a device upgrade, this right ventricular (rv) lead was successfully inserted into the header post of the newly implanted competitors's device; however, the remaining system lead's (also competitor products) were not successfully seeded into the header post thus, a second replacement device was chosen for implant. At this point, the bsc rv newly implanted lead was unable to be successfully secured into the header port of the second device (also a competitor product). As a result, the rv lead was explanted and a competitor rv lead selected to complete the system implant. The bsc attempted implant rv lead was returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed the rv lead had been fully inserted (likely with the first selected replacement device) as one set of setscrew marks on the terminal pins showed proper insertion depth. The lead was then tested for functional integrity, at which time continuity tests failed on the distal high voltage conductor. X-ray imaging confirmed a lead conductor fracture at 29.5 mm from the terminal pin. Additionally, lead kinks and a loose section of cable, were confirmed proximal to the fracture site. The evidence (damage and fracture) on this lead¿s terminal area does indicate an issue where the lead terminal area was damaged from repeated bending and pulling, most likely while trying to be inserted into the second device header.